Manufacturer narrative:
Expiration date unk as lot is unk. Removal of device portion is not labeled. Separation is not labeled. No product was returned to assist in this investigation. Nor was the specific product used identified. Without an identification of the specific wire controls can only be described in general terms. Wires are inspected 100% for bends, kinks, adequate joint strength, correct outside dimension and other surface imperfections prior to transport. Unfortunately, without the actual complaint device, we are unable to determine if this complaint was contributed to a procedurally related circumstance, human anatomy or device related. Nevertheless, the appropriate internal personnel have been notified of this incident. We will continue to monitor for similar complaints. No actions are required at this time as the risk is insufficient.

Event description:
After confirmation of anatomical landmarks with bedside ultrasound, the right subclavian venous vascular space was entered with the needle, but encountered difficulty in threading the seldinger wire. On removal of the needle and the wire, the seldinger wire broke. A chest x-ray demonstrated that a segment of kinked catheter was present in the soft tissue between the 1st rib and clavicle. Surgical consult was called. A repeat x-ray demonstrated that the wire had not moved from its original position. Ultrasound examination suggested that a portion of the catheter was in the vascular space and that a segment was in the subcutaneous tissue. The pt was taken to operating room and foreign body removed under fluoroscopy. Pt recovered without further issue.